Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a replace battery now alarm. Customer stated that he was not received a low battery alert prior to the replace battery alert. Customer stated that insulin pump battery cap was not loose, cracked or damaged. Customer stated that insulin pump had insulin pump error alarm and customer was able to clear and able to rewind the insulin pump. Customer stated that insulin pump passed self test. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.